Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and high capture threshold on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. Patient condition was stable.